Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2006: the patient presented with l4-l5 severe degenerative disc disease with recurrent right-sided far lateral disc herniation and intractable back pain. The patient underwent the following procedures: arthrodesis posterior lumbar inter-body technique l4-5 using a right-sided transforaminal approach. Arthrodesis posterolateral technique l4-l5. Posterior non-segmental instrumentation l4-l5 (pedicle screws). Application of intervertebral biomechanical device (cage). Harvest of local bone graft for spine fusion. Use of bone morphogenic for fusion. Of duramorph 0.3 mg intra-thecal. As per-op notes,¿ the l4-5 disc space was distracted and then a piece of bmp soaked collagen sponge was inserted. Local bone graft was then packed was then packed posterior to the cage.¿ the patient did not suffer any intra-operative complication. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.